Manufacturer narrative:
The bactiseal barium catheter (ID ns0339) was returned for evaluation. Device history record (DHR): the product code ns0399 with lot 7332596, conformed to the specifications when released to stock. Failure analysis: the catheter pieces were visually inspected; all ends of the catheter pieces seem to be clean cut with no kinking in the catheter pieces were noted. The catheter pieces were irrigated; no occlusions were noted. This complaint is unconfirmed. Root cause analysis: no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the returned catheter parts at the time of investigation. A possible root cause for the issue reported by the customer could be due to a kink in the catheter when implanted. No flow issues were noted with the catheter parts at the time of investigation.

Event description:
N/a.

Event description:
A physician reported a bactiseal barium peritoneal catheter (ID (B)(6)) was implanted due to secondary normal pressure hydrocephalus (snph) via lumboperitoneal (lp) shunt on (B)(6) 2024 with setting 2. The bactiseal catheter was used as a peritoneal catheter to connect a valve and a connector. After the valve and catheter were connected during a patency test, the chamber did not return to its original state. All the parts were disassembled due to the suspicion of a kink in a joint. Both the valve and catheter underwent individual checks for patency and were confirmed to have flow. After the devices were assembled, they were unable to confirm the flow again. On (B)(6) 2024, all he devices, except for the lumbar catheter, were removed and replaced. There was a surgical delay of more than 30 minutes during the procedure due to product problem. The patient primary disease is subarachnoid hemorrhage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.